Event description:
A customer reported via phone call indicating that they went to sleep and work up to paramedics treating them for low blood glucose of 25 mg/dl. The customer stated that their insulin pump did not go into a suspend mode which caused the low blood glucose. The customer was treated by paramedics with an IV. The customer declined troubleshooting the issue. The customer believes that the issue may have been the sensor. The issue turned out to be that the sensor alarms were turned off. The customer was advised to turn the predictive alerts on.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).